Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received sensor scan readings of 104 mg/dl at 2:03 p.m., 104 mg/dl at 8:22 p.m. And 107 mg/dl at 11:22 p.m. Compared to 51 mg/dl, 57 mg/dl and 41 mg/dl respectively on the competitor meter. Customer further reported that between 11 p.m. And 11:30 p.m. She experienced dizziness, blurred vision, cold sweats, decreased concentration and a loss of consciousness. Customer was treated with glucagon injection by her husband. There was no report of death or permanent impairment associated with this event.